Manufacturer narrative:
The results of the investigation are unconfirmed since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic after receiving a vibratory alert from her device and experiencing phrenic nerve stimulation. It was noted upon interrogation that the device was in backup vvi mode. A device download to normal operating mode was performed successfully. The phrenic nerve stimulation was no longer noted. The patient was stable.